Event description:
The customer contacted philips and requested an etco2 part number and an fse to go to site. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.